Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Wire placed past stricture with relative ease, live screened while removing stent, felt significant resistance at stricture, continued to screen while removing, once removed, inner wire of resonance had snapped and outer wire uncoiled. Entire stent removed in one piece. Surgeon then lasered stricture and balloon dilated stricture placed access sheath first, then placed a replacement resonance stent with no difficulty. (B)(4) is capturing the initial user error (of placing the rms in an intrinsic obstruction) and that resulting in the snapping and uncoiling of the device.

Manufacturer narrative:
1 x rms-060024-r of unknown lot number was returned to cirl for a lab evaluation. It was returned used and not in its original packaging. A second complaint file (B)(4) was opened to capture the off label use in placing the second resonance stent in an intrinsic stricture. In summary the following results were observed in the lab evaluation. The inner steel coil was observed to be broken. Encrustation was observed on the centre and body of the stent. Also encrustation was evident on what remains of the pigtail. Prior to distribution rms-060024-r devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for rms-060024-r of unknown lot number could not be completed. It should be noted that the instructions for use, states the following: intended use: used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. Intended for one-time use." Also " visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. A definitive root cause could be attributed to the physician using the rms stent to treat an intrinsic stricture. As per the instruction for use, the rms stents are intended for use for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. The resistance felt when removing the stent could be the result of tissue ingrowth at the stricture site into the stent which is evident on the returned stent. The excessive force required to overcome the resistance encountered resulted in the inner coil breaking and the stent unravelling. The subsequent replacement rms stent which replaced this removed stent, is also placed in error to treat an intrinsic obstruction and this investigation is covered file (B)(4). Complaint is confirmed as the failure was verified in the laboratory. However, the physician used the stent to treat an intrinsic stricture, it is viewed as a user error. According to the initial reporter, the patient did have a replacement stent placed but did not suffer any adverse effects as a result of this procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Wire placed past stricture with relative ease, live screened while removing stent, felt significant resistance at stricture, continued to screen while removing, once removed, inner wire of resonance had snaped and outer wire uncoiled. Entire stent removed in one piece. Surgeon then lasered stricture and balloon dilated stricture placed access sheath first, then placed a replacement resonance stent with no difficulty. (B)(4) is capturing the initial user error (of placing the rms in an intrinsic obstruction) and that resulting in the snapping and uncoiling of the device.